Event description:
It was reported by service report that the foot end jack would not pump up the stretcher. The customer could not determine if there was patient involvement or if there were adverse consequences to report.